Manufacturer narrative:
The section h codes have been updated to reflect the completed investigation.

Event description:
It was reported that the bed failed to alarm and a patient fell as a result. No injuries were reported to have occurred as a result of the fall.

Event description:
It was reported that the bed failed to alarm and a patient fell as a result. No injuries were reported to have occurred as a result of the fall.